Event description:
In 2005 the lay user/patient contacted lifescan alleging that the one touch basic was displaying missing segments. The medical affairs specialist spoke with the patient's family member to obtain/verify information. Proir to calling lifescan (around 8pm), the patient developed symptoms of hypoglycemia such as weakness, dizziness, and difficulties of getting up. The patient attempted to test her blood sugar and recalls a "low" reading but was unable to confirm the reading due to the display issue. Around 10 pm the following occurred: the patient reattempted to test her blood sugar with the assistance of her family member but couldn't read the display, the patient ate a banana, bread, and milk to bring up her blood sugar levels, took her nighttime oral medications regimen (2 pills of 500 mg glucophage and 1 pill 5 mg glyburide), and called her doctor for diabetes treatment advice. The doctor was not available at the time but the patient was able to schedule an appointment for january 2006. The patient continued not to feel well throughout the night but woke up the next day feeling better. The patient's regimen for diabetes is as follows: tests twice a day and takes 500 mg glucophage (two tablets twice daily) and 5 mg glyburide (twice daily). The patient had this meter for 2 years. This complaint is being reported because of the missing segments display.